Event description:
The user stated they had high digoxin results for patient samples that were normal when repeated at another hospital laboratory with a beckman analyzer. Sample 1 initial result was 3.25 ng/ml with a data flag and was verified by repeat testing. The doctor called questioning the result and the patient was sent to the hospital. The repeat result from the hospital on (B) (6) 2010 was 1.8 ng/ml. On (B) (6) 2010, the sample repeated on the e601 with a result of 3.2 ng/ml with a data flag. Sample 2 from a (B) (6) male patient, (B) (6), initial result on (B) (6) 2010 was 2.18 ng/ml with a data flag and was verified by repeat testing. The doctor called questioning the result and the patient was sent to the hospital. The repeat result from the hospital on (B) (6 )2010 was 1.4 ng/ml. The user did not have further information on the patients. A correlation was performed with the e601, the hospital laboratory and the e411 analyzer at the site. Of this data, one sample was discrepant. Initial result was 1.5 ng/ml, repeat result from another hospital was 1.0 ng/ml and repeat result from the e411 was 1.8 ng/ml. The digoxin reagent lot number was 15625001. The field service representative could not find a cause. He ran performance tests which failed, so he ran liquid flow check and measuring cell preps. The performance tests passed upon repeat testing.

Manufacturer narrative:
Assay performance checks performed on the analyzer failed. It was determined an instrument issue in addition to sample specific issues could not be excluded a possible causes of the event. A liquid flow cleaning was performed on the analyzer and instrument performed within specification after this cleaning. The samples were not available for further investigation. A specific root cause could not be identified. No adverse events were reported.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.